Event description:
The product surveillance technician (pst) reported that during testing of the device at the service center, the electronic patient gas system (epgs) required frequent calibrations. There was no patient involvement.

Manufacturer narrative:
Per the pst, the problem occurred during laboratory evaluation. Initially the unit successfully performed a calibration. The fraction of inspired oxygen (fio2) was left high and then the unit indicated the need for an additional calibration and was successful again. Fio2 was set to 100% but the actual fio2 stayed at 89.2% and the oxygen (o2) sensor output increased to 95.3 millivolts (mv) which was higher than expected. The fio2 setpoint was reduced and the sensor output remained high. At 21.5% the sensor output was 78.7 mv. After one minute, the sensor output was 102.6 mv, while the fio2 was at 21.8% and the unit required an additional calibration. The o2 sensor was replaced with a lab use only (luo) o2 sensor and the output was steady, determining the suspect o2 sensor did not meet specification. Per the service repair technician (srt), the reported complaint was duplicated. The epgs was powered up and the o2 calibration was greyed out for over 15 minutes and never became available to calibrate so no calibration could be performed. The fio2 was manually checked and found to be out of calibration. The o2 sensor was replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / MFR#1828100-2021-00349.